Event description:
The pt reported inaccurately low blood glucose readings with co's device, lot 1j514b. The pt opened the bottle of test strips some time within the last two weeks and obtained blood glucose readings in the 150-160 mg/dl range. She did not question these results. Some time within the last week, the pt noticed that her blood glucose reading had decreased to the 40 mg/dl range so she performed a side by side blood glucose comparison with co's device and another test strips (lot unknown). She obtained readings of 40 and 126 mg/dl respectively. The pt did not experience hypoglycemic symptoms at this time. With the representative, the pt obtained a blood glucose result of 137 mg/dl with co's device. She could not compare the reading with other test strips because she had used the last test strip from the other bottle when she performed the side by side comparison mentioned above. The desiccant is in the co's bottle. The pt's meter was set to the appropriate code when all tests were performed. Also with the representative, the pt obtained a check strip test result of 85 versus a check strip range of 75-101. Te pt stores the test strips in her bedroom.